Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the pump¿s black box showed call service (B)(4) alarm. During testing, the rewind, load, prime sequence was attempted and a call service (B)(4) alarm occurred during the rewind step. Further testing was not able to be performed due to the recurring alarm. Investigation revealed that the battery compartment was cracked along the side of the pump. There was visible corrosion observed inside of the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 sub-code 0083 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.